Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify failed battery alert, rewind anomaly and prime/fill anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons hard to press. The customer blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had unexplained no deliveries, rejects new batteries, rainbow effect on screen in bright light. Customer also stated that the rainbow effect on screen in bright light. Customer reported that the squirts insulin every time and pump takes longer to rewind. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.